Event description:
Pt died at 2:20am on (B)(6) 2012. Pt was (B)(6) days post his 2nd matched unrelated donor hematopoeitic stem cell transplant for the treatment of relapsed high risk acute melogenous leukemia. The stem cell product that was administered on (B)(6) 2012, was processed per (B)(4) to select for cd34 cells while removing the cd3 t-cells. This processing was used due to the presence of graft versus host disease gvhd, in addition to recurrence of his primary disease, in the hopes that limiting the cd3 t-cells we would reduce the exacerbation of his gvhd. Although he did engraft his white blood cells early in his second post transplant course, he subsequently has long periods of neutropenia requiring intervention with neupogen. This was felt to be in relation to his concurrent cmb infection and the required treatment with ganciclovir. Also, his post transplant course was complicated by gi bleeding, poor nutrition, persistent pancytopenia, proteinuria, upper extremity dvt's, qt prolongation, disseminated fungal infections, and acute renal failure. All of which are attributed to high dose chemotherapy and transplant complications: on (B)(6) 2012, he began to have a supplemental oxygen requirement. He then developed a fever, which prompted a CT of the chest on (B)(6) 2012. The CT revealed a right upper lobe consolidation most consistent with infection. His lesions was described as having as a ground-glass opacity with a positive halo sign, which was consistent with angioinvasive aspergillosis. He subsequently became progressively confused. A CT of the head was done on (B)(6) 2012, which showed interval development of small subcortical white matter hypodensities. Further evaluation with an MRI of the brain was done on (B)(6) 2012, which showed a tiny acute infarct in the placental cerebellum and small subcutaneous left frontal subcortical infarct. According to ID, this was consistent with possible fungal septic emboli. On (B)(6) 2012, abelcet was added to his voriconazole. Subsequently, the voriconazole was discontinued and posaconazole was substituted. Despite these interventions, his condition rapidly deteriorated. He became hypotensive on the evening of (B)(6) 2012. Ultimately, the decision was made by the family to make him a dnr and change his status to comfort measures only. An autopsy was requested and permission was obtained. Autopsy results pending final pathology reports. Cod listed on physician death note is "presumed fungal infection of the lung and brain."